Event description:
It was reported that post a stenting treatment procedure, the patient experienced shortness of breath and a possible allergic reaction. A promus element plus stent was implanted in an unspecified lesion. Following the procedure the patient noticed an increase in shortness of breath and a possible allergic reaction. Additional information was requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).